Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they experienced a reaction approximately two hours into the sensor wear, where their skin became itchy, red, and swollen. They followed up with their dermatologist and were tested, before being prescribed a skin barrier preparation to mitigate the reported reaction. No or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6)2019. It was initially reported that the patient experienced a reaction approximately two hours into the sensor wear, where their skin became itchy, red, and swollen. They followed up with their dermatologist and were tested, before being prescribed a skin barrier preparation to mitigate the reported reaction. The patient's clarified that due to the skin reaction from a non-dexcom product in 2018, they experienced itchiness, redness and swelling on their arms. The patient contacted a pharmacist who provided the patient with a non-prescription (B)(4) in the summer of 2018. Because the (B)(4) did not resolve the skin reaction, the patient started using the dexcom. They stated they experienced a skin reaction underneath the sensor pod and saw a dermatologist in december 2018 who recommended they use (B)(4), a transparent patch in addition to the sensor. The patient stated they were currently using (B)(4) disinfection spray for cleaning and (B)(4) as a skin barrier. The skin reaction they experienced on (B)(6)2019 was treated with a non-prescription skin care cream. No additional patient or event information is available.